Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was poor coupling. The patient stated they had trouble with their charger since they got the implanted system. The patient clarified by stating that they had difficulty obtaining coupling since implant. The patient met with a manufacturer¿s representative (rep) on 2017-nov-15. The rep did a hard reset on the recharger. The patient stated that helped for a while, but they were having difficulty obtaining recharge coupling. The patient stated a rep drew an outline of the implant on the patient¿s skin, so they know where to keep the antenna. The patient stated the implant site was sore from trying to charge so much. The patient stated they lose coupling in less than 10 seconds from starting a recharge session. The patient mentioned they did not use a recharge belt because it was too big for them. The patient started a recharge session and only could obtain 0-2 coupling bars by rotating the recharger antenna polarity disc. The antenna was repositioned over the ins and they turned the antenna dial through all 4 positions. An antenna locate feature was performed and a reading of 84 was obtained. The patient reported 6-8 bars and the issue was reported as being resolved. Additional information was received from a consumer and manufacturer¿s representative (rep). It was reported that the patient was still having issues with coupling. The rep stated they gave the patient their recharger as a loaner and it fixed the problem completely. The rep wanted a replacement recharger to be sent to the patient. The patient called and was transferred to repair. It was reported it would not interrogate. An antenna was sent, but it did not fix the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the manufacturer representative who reported the patient was sent a new antenna which was incorrect. The patient was sent adhesive pads, to which patient was given a loaner recharger and was able to charge successfully. The patient's problem has been resolved. No further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.